Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; reportedly the customer was using the infusion set trusteel for 2-3 day¿s.tandem technical support informed the customer that using the infusion set trusteel for 2-3 day¿s is off label per the tandem user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. The customer's blood glucose level was 251 mg/dl.